Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A merlin alert indicated ventricular oversensing and the egm shows loss of ventricular capture. The lead impedance trends are all normal and stable. X-ray did not show any displacement or externalization. Device programming to increase the pacing output to enable capture will resolve the issue.